Manufacturer narrative:
The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a laparoscopic cholecystectomy procedure on (B)(6) 2017 and the reservoir was connected to a drain. During the procedure, negative pressure could not be applied. There were no adverse patient consequences reported. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 9/10/2020.

Manufacturer narrative:
Additional: actual sample returned and evaluated. The inlet ports and antireflux value were found in good condition. The plate was activated while the inlet ports were open, which confirmed that duckbill valve was not occluded. No void, hole or channel was found in the bag. The zip tie that holds the plate was oriented correctly to avoid puncturing the bag. Caps were connected to the ports and they were in good condition, caps could be removed only by applying force and they did not detach easily. The reservoir was activated while the caps were inserted on the ports and the bag did not inflate.